Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure to treat stricture performed on (B)(6) 2025. During the procedure, the balloon was advanced through the scope and into positioned. An attempt was made to inflate the balloon, and it was noted that the balloon was busted. It was reported that no piece of the balloon was detach inside the patient. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon burst. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.